Manufacturer narrative:
Additional information: d9, h3, h6 (update b17 to b01, c20 to c19, and d15 to d14), h11. H11: the actual device was received for evaluation. The device did not contain fluid in the bladder and the flow rate was set at 5ml on the multirate control module. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The returned infusor device was determined to be conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate large volume infusor underinfused medication during infusion. The expected infusion time of this device was 48 hours; however, the actual infusion time was 57 hours and fluid also remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.